Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2018-02438 for the referenced device information. It was reported to boston scientific corporation on july 13, 2018 that two flexiva 200 tractip laser fibers were opened for use in a ureteroscopy with the holmium laser procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis versapulse 100 watt console. According to the complainant, during preparation and outside the patient, it was noted that the two fibers were fractured upon removal from the tubing. The procedure was completed with a reusable laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2018-02439 for the referenced device information. It was reported to boston scientific corporation on july 13, 2018 that two flexiva 200 tractip laser fibers were opened for use in a ureteroscopy with the holmium laser procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation and outside the patient, it was noted that the two fibers were fractured upon removal from the tubing. The procedure was completed with a reusable laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.